Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) open 5mm 31g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. The returned pen needle was tested and were able to expel properly without any observed defects. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the distributor notified that the needles were blocked.